Event description:
It was reported that an ongoing minimum fill notification occurred after the user filled the cartridge with 150 units of insulin during the load sequence. There was no adverse impact to the customer's blood glucose level. A new cartridge was loaded to resolve the issue.